Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the cable was connected into the external pulse generator (epg) there was no sensing capability available. The current status of the cable is unknown. There was no patient involvement.